Event description:
The pt developed either (B) (6) or (B) (6). A surgical site infection developed and some of the device components were explanted. Add'l info has been requested.

Manufacturer narrative:
(B) (4).